Event description:
It was reported that on (B)(6) 2024, the c-arm on a selenia dimensions mammography systems, 3d, moved without command to its lowest position during a procedure. A field engineer was dispatched to assess the equipment and determined that the foot switch became stuck, causing the c-arm to move down. The field engineer replaced both foot switches and hand switches and confirmed that the equipment is now functioning at manufacturers specifications. No patient or user injury was reported.

Manufacturer narrative:
On (B)(6) 2024, a customer reported that the c-arm on their selenia dimensions (serial number (B)(6)) traveled to its lowest point without user input. There was an error indicating a stuck footswitch. The field service engineer (fse) replaced both footswitches and the control inserts. The fse then verified that the c-arm moves and stops as expected. The part was scrapped on site. Because of this, there was no part returned, and no initial evaluation performed. The part was 2828 days old upon replacement. A review of the device history showed that the behavior did not recur since this complaint. Further investigation could not be performed as the parts were not returned. Based on the stuck footswitch error code, the probable cause of the uncommanded movement is due to an issue with the footswitch. Possible causes for footswitch issues include wear and tear due to part use or debris accumulation due to its location on the floor. The footswitch was not returned; therefore, further investigation could not be performed. Due to the limited information provided and lack of part return, the root cause of the failure could not be determined. The probable cause is a stuck footswitch; the root cause is unknown due to the unreturned part. The severity for this incident is very low, and the calculated post risk control risk index is considered acceptable. Because of this, and because there was no severe injury, no CAPA is required. This will continue to be trended and monitored. Complaint confirmed: no. Device history record (DHR) review: UDI: (B)(4). System sku: sdm-sys-6000-3d. System serial number: (B)(6). System date of manufacture: 1/18/2017. Installation date: (B)(6) 2017. Incident date: (B)(6) 2024. Date of part manufacture: unknown. DHR review: there were no discrepancies related to footswitches or uncommanded motion.